Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger didn't seem to charge their implantable ne urostimulator (ins) anymore. Patient said that the issue had been gradual and was getting worse and worse. Patient mentioned that they could feel the tingle when they had it correctly placed. Patient said the recharger didn't seem to lose any battery anymore after they thought they had charged. Patient also said that it was very difficult to get the handset and the recharging device to talk to each other and that had been going on since the beginning. Patient mentioned the communicator and handset did not seem to have an issue connecting. A replacement recharger was sent out. Additional information was received. Patient called back with replacement recharger and reported the same issues. The caller reported that they could still feel the tingle when it was recharging. It felt like it was coming from the prongs. Agent reviewed to use thin fabric in between but the caller noted it didn't bother them. Asked the caller if they have had falls or trauma, they report having back problems and visiting a masseuse, using a "thumper" massage gun, and another full back massaging device. The caller reported that they avoid the area across the bottom of the spine/tailbone on the advice of the healthcare provider (hcp). Asked caller if they can palpate the ins and they report that it just felt like a lump. Agent reviewed position of recharger and suggested a different body position while recharging and that did not help. The caller reviewed that they have lost about 25 pounds. The ins felt secure in place. The caller reported that they would charge for 20 mins to an hour and do not see an increase in battery percentage. The caller reported that they have had these problems from day 1 and the times when the manufacturer representative (rep) had been at the appointment, everything was fine. The caller noted that the hcp thought the issue was with the recharger. Agent reviewed that if the same thing was happening with 2 rechargers, it might be related to the ins and redirected to hcp. The caller wanted to note that they cannot really palpate the edges of the ins. The caller also reported that the recharger would take many tries to talk to the smart programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.